Event description:
It was reported that a patient on impella 5.5 had an issue with oozing from 5.5 site into drain and around site. The physician opened pocket and found vascular stapler hole leaking at stapled portion of original graft and repaired it. The patient survived the event, and was eventually weaned and explanted off impella.

Manufacturer narrative:
The investigation into patient's bleeding has been completed. No product was returned. Per the clinical investigation, the root cause of the access site bleeding was most likely use issue since the vascular stapler hole was leaking at stapled portion of original graft and then was repaired. Also since non-abiomed guidewire was used.